Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported changing pump supplies every 3-6 and sometimes reuse tubing on infusion sets. System check was started with tandem technical support; however, customer declined to complete the check. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 254 mg/dl.